Event description:
The information provided to sjm indicated a patient underwent mitral valve replacement with a 29mm sjm mechanical heart valve (model: 29m-101, serial: (B)(4)). The valve was explanted on (B)(6) 2013. The physician stated there was no unusual circumstances and was not concerned. No additional information was available.

Manufacturer narrative:
The results of this investigation indicated both leaflets were fully mobile. There were small pieces of tissue that measured less than 1 mm in length present at all four recessed pivot areas. Due to the size of the tissue, histological examination was not able to be performed. No evidence was found to suggest an intrinsic defect in the valve, as supported by the review of the device history record and the analysis performed. The cause of the valve being explanted remains unknown.